Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as defective ise (ion selective electrolyte) electrode and mix bars. The fse replaced the ise electrode and mix bars to resolve the issue. (B)(4).

Event description:
The customer reported the generation of elevated na (sodium) results generated on their au480 analyzer. There was no impact to patient treatment. There was no adverse event or injury reported in association with this event. Quality control was within the customer's established ranges prior to the event.